Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the catheter has holes in the hub. The catheter was removed and replaced with a new device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Investigation summary: the sample returned for evaluation was one 31 cm decathlon catheter. Leak testing, examination of the damage, and replication of the damage using non-complainant samples was performed. As the damage is consistent with a guidewire's presence during clamping, the complaint is confirmed as use related. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate. The IFU states, ¿4. Flush each lumen with heparin solution prior to insertion and clamp the extension legs. If using stylet, do not clamp the arterial (red) lumen until the arterial insertion stylet and guidewire are removed. Clamping will kink the stylet and prevent guidewire passage.¿

Event description:
It was reported the catheter has holes in the hub. The catheter was removed and replaced with a new device. There was no reported patient injury.